Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse evaluated instrument and confirmed leak from active wash station. The fse replaced the cta active wash station assembly to resolve the leak issue. (B)(4).

Event description:
The customer reported fluid leak coming from the cta (closed-tube aliquot) on the unicel dxc 600i synchron access clinical system there is no report of injury or exposure to the operator. The leak was contained within the instrument. The customer was wearing personal protective equipment. Erroneous patient results were not generated.